Event description:
The fe reported the fluoroscopic image was degraded effectively eliminating the ability to view a usable image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lead shaving between camera and image intensifier was evaluated and removed. The system was tested and found to be working as intended and returned to service.